Event description:
A v-p shunt was implanted on 7/31/96 in a pt who had hydrocephalus after subarachnoid hemorrhage. A revision was done 8/8/96 with a shunt from another MFR because the pt's ventricle did not reduce. There was no csf flow. The valve pressure seemed to be too high. There was no occlusion confirmed by shunt graph or pumping. At pre-check the peritoneal catheter was confirmed to be correct. The ventricular catheter was open. The pt was not injured and has been in good condition after the revision.